Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than for consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 22 mmol/l. The customer stated that he had taken manual bolus to get blood glucose down. The power error detected has happened 2 times. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.